Manufacturer narrative:
Additional information will be provided upon investigation conclusion .

Event description:
Arjo representative was notified about an event involving passive lift. It was reported that during patient transfer the sling clip detached. The customer reported that the patient was agitated during the transfer. As a consesquence of the event the patient fel out from the device and sustained a cut behind the right auricle requiring first aid measures.

Manufacturer narrative:
Following information provided during a patient transfer when the patient was raised the sling clip (model number maa2040m-m) detached. As a consequence of the event, the patient fell out from the device on the floor and sustained a cut behind the right auricle requiring first aid measures. The customer reported that the patient was very agitated during the transfer. The device was inspected by an arjo representative. Upon inspection, both the lift and clip of sling were in good working condition. No malfunction was found. The maxi move, which has a ¿mushroom shape¿ at the end of the lug, not only ensures that the clip cannot slide off, it also ensures that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, this suggests that the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. In this case, only a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to pull out a clip under tension. The tall patient in the sitting position pushing off the bed with his foot might have generated this force required to detach the clip. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ following all of the information gathered, the patient¿s movement may have caused the detachment of the clip. The patient should be assessed prior transfer. The transfer should have been stopped and the patient safely lowered when the resident became agitated. The most likely root cause is therefore the caregiver's failure to follow the IFU. To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
Additional infromation wil be provided upon investigation conclusion.